Event description:
"Clear plastic piece from hasson trocar was found in pt incision site and removed by doctor prior to closure."

Manufacturer narrative:
Product has not been returned to the MFR for eval. If product is returned, eval will be completed and a final report will be submitted.